Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant device: 7122, comp/stj implantable tachy lead, (B)(6) 2008. (B)(4).

Event description:
It was reported by remote transmission the atrial lead is over sensing the t-waves and recording them as atrial blanking. The lead remains in use. No patient complications were reported as a result of this event.